Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to confirm, is the staple in its original staple pocket in the cartridge (a staple was missing from the staple line in the tissue)? Or, was it a migratory crotch staple (staple picked up by knife when crossing staple lines)? Is there a photo available? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a lap sleeve gastrectomy a gold reload was used. The staple cartridge fired ok, however, an inner staple remained lodged in the spent cartridge (the wire staple has been straightened from the firing and remains lodged in the used cartridge). There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5682e. Device analysis: the analysis results showed that a gst60d cartridge reload was received. The reload was received with no apparent damages and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.